Event description:
It was reported that the atrial lead impedance was increasing. During an office visit, the atrial lead warning was observed. In bipolar the atrium was not able to be captured, there were low sensing amplitudes, and the impedance was high. The lead was thought to be fractured. The subject was admitted to the hospital that day. The next day the lead was capped and replaced. The patient reported experiencing pain during the replacement procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead impedance was increasing. During an office visit, the atrial lead warning was observed. In bipolar the atrium was not able to be captured, there were low sensing amplitudes, and the impedance was high. The lead was thought to be fractured. The subject was admitted to the hospital that day. The next day the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.